Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the s1 screw was loose and that the patient had suffered a fracture at l2. Patient underwent a revision procedure.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show very osteoporotic patient with degenerative disc disease noted preoperatively. Mild scoliosis is noted. Stenosis was also reported from l3 to l5. Fusion with segmental screws was done l2 to s1 with small 4.75 rods. Interbody spacer is seen at l4/5. S1 screw loosening reported and compression fracture reported at l2 with l2 screws breaching into the l1/2 disc space. Revision consisted of extension of construct to t12 with cement augmentation at t12, l1 and l2. This again represents a thoracolumbar bone failure likely related to constructs stopping at that location. Here the anterior column pressure on the superior l2 endplate which was rendered unmoving by the construct, surpassed its structural strength.